Manufacturer narrative:
A couple of photos were shared by customer, where a leaks coming from the set #1145 its observed. It's not clear if the leak is coming from the white or yellow clamp connection. One (1) used sample item #a1145 was returned for evaluation. As received no physical damage or anomalies were observed in the sample. No mating device was returned. The set was tested as per procedure and leaks coming from the check valve and male luer bond. No another leaks along the device were observed. Complaint of leaks can be confirmed. The probable cause was due to an incomplete insertion during manufacturing process assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 12" smallbore hexafuse ext set w/6 microclave® clear, nanoclave® (red ring), 6 check valves, 7 clamps (green, 2 yellow, blue, light green, 2 white) luer lock. It was reported that during an infusion, leaking was noted near nanoclave on leg with white and yellow clamps. It appears that this may be due to issue with bonding. The open fluid pathway increases risks for catheter associated blood stream infection. There was patient involvement however, no harm was reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.